Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received, a supplemental report will be filed. Device was discarded.

Event description:
It was reported that during a procedure, the head of the bone repositioning screw broke. The surgeon decided not to remove the rest of the screw and it was retained in the patient. A back up instrument was available but not used.